Manufacturer narrative:
Insulin pump was received with a button error alarm due to corroded keypad traces. Insulin pump has minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm that could not be cleared. He stated that he was at the beach when this alarm occurred. The blood glucose reading was 166 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.